Event description:
The physician believed that the patient had an infection in her back because of redness and drainage from her back. The patient was a cancer pain patient so they were unsure of the cause of the infection; "possibly immunosuppressed." The manufacturer's device registration system indicates that the catheter was revised. Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B) (4).